Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with retention strips. Control ranges: level 1: 1.7-3.3 mmol/l, level 2: 14.5-19.6 mmol/l. Results: level 1: 2.4, 2.5, 2.4 mmol/l, level 2: 16.6, 16.6, 16.7 mmol/l. All returned results are within acceptable range. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). The first result was 15.0 mmol/l. The nurse performing the test was very familiar with the patient and noted that his glucose result was usually about 6-7 mmol/l and that his medical condition had not changed. She repeated test three minutes later and the result was 19.5 mmol/l. Using another meter, she retested the patient and the result was 6.4 mmol/l which matched the patient¿s medical presentation. Five hours later, the patient was tested again and the result was 6.8 mmol/l. The patient was not treated based on the results. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.